Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and the device passed external visual inspection. The receiver could not boot and charge due to perpetual rebooting. The receiver was opened and the u1 pcba board was detached. The receiver log was downloaded and numerous reboots and error recovery were observed. The receiver rebooted and did not recover after automatic shutdown. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.